Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. Vascular access was gained via the left femoral artery. The 99% stenosed lesion being treated was located in the moderately tortuous and severely calcified right superficial femoral artery (sfa). The 4.0x100mm 150cm sterling sl mr balloon was used to pre-dilate the sfa and inflated to 10 atms for 30 seconds, the balloon was moved and then inflated to 5 atm and the balloon burst on the second inflation. Device was removed intact. The procedure was completed with a different device. No patient complications were reported and patient status is good.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).